Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow-up. Upon interrogation, the right atrial and right ventricular leads exhibited noise. The device was reprogrammed and the patient would continue to be monitored.